Event description:
It was reported that the recon sagittal saw device would not tighten with or without the blade device. The event did not occur during surgery. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device manufacture date was incorrectly documented. The device manufacture date has been updated from jul 17, 2012 to jul 25, 2012. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not secure blade devices. Therefore, the reported condition was confirmed. It was determined that the set screw attached to the oscillating head assembly was worn out. The assignable root cause was determined to be due to usage wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.